Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead triggered a shocking lead impedance (sli) out of range alert at a second instance. The device emitted beeping tones. By doing a vector breakdown of the shock impedances, it appeared to be a proximal coil issue. Some programming recommendations were discussed and a defibrillation threshold test was recommended for the rv lead. The defibrillation threshold test was performed and everything was good according to the sales representative. The lead remains in service. No additional adverse patient effects were reported.